Event description:
Related manufacturer reference number: 2017865-2023-95737. Related manufacturer reference number: 2017865-2023-95739. It was reported that the patient presented for a scheduled implant procedure. During the procedure, three different right atrial lead implants were attempted. For each lead, after deploying the helix in place, the leads would then dislodge. The leads were unable to be re-positioned as the lead's helix would not retract. The leads were not used, and ultimately a new lead was implanted successfully to complete the procedure on (B)(6) 2023. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and over torque of the inner coil. Electrical testing was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.